Event description:
Reported status: malfunction. Reporting rationale: balloon shaft separation has caused or contributed to patient injury previously. Device issue: balloon shaft separation. It was reported that the guide wire ports sheared off the balloon dilatation catheter. The device was not used on the patient. No additional event or patient information is available. This is being filed based on the return goods lab analysis of the device, which revealed the balloon and inner member were separated.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the balloon and inner member separation. Evaluation summary: quality assurance analysis revealed the balloon dilatation catheter (bdc) was returned with no blood or contrast visible. The balloon was separated at the proximal seal. The separated balloon was not returned. The inner member was stretched and separated, 3 mm distal to the proximal seal and extending distally for a length of 1.5 cm. There was a tear in the guide wire exit notch and extending distally for a length of 24.5 cm. There was no hub separation as reported. There was no other damage noted to the bdc. Product performance engineering reviewed the incident. Analysis of the returned product noted the damage (stretching and tear in shaft), was likely what was being reported and was perceived by the account as the guide wire port being sheared off. The balloon was separated at the proximal seal. The separated portion was not returned. Factors that can contribute to this type of damage include, but not limited to, manufacturing, damage from the stylet or guide wire, or handling during preparation. To ensure this is not a result of a manufacturing deficiency, all balloon catheters are visually inspected for damage during the manufacturing process, including to the point the product is placed in the coil dispenser. The inner member and outer member materials were jagged at the tear site, suggesting that the damage may be related to tensile overload due to an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire, causing the entire shaft and balloon to subsequently rip and tear as a result of handling during or after the procedure. Return of the guide wire used may have aided the evaluation and determination of cause. However, it is not clear how or when this tear could have occurred. It is possible that at some point a guide wire was loaded into the sds, and that subsequent resistance led to mishandling and the tear at the guide wire exit notch. The manufacturing records were reviewed and there were no nonconforming material records (ncmr) issued for this part/lot number combination and all on-line inspections and testing met manufacturing criteria. In this case, a conclusive cause for the reported shaft damage could not be determined. This MDR is considered closed by the product performance group.